Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found labelling confirming the product identification information. The device has not been deployed, and the distal end of the anchor appears to be offset slightly. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and all but one thread of one side of the anchor has been broken off. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation could not be performed due to the condition in which the device was received, but the visual inspection found that almost all of the threads on one side have broken off, which would cause the anchor to fail to secure properly. This case reports the that the footprint anchor failed to be secured and was returned for analysis. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The footprint anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra pk suture anchor failed to secure and fell off. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported.